Manufacturer narrative:
The technician replaced all tape switches, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the pt position mode will arm, but will not alarm.